Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Visual summary: analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314vrg, defibrillator, (B)(6) 2012; 6947-65, implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead baseline impedance was 50 ohms. The impedance jumped to 125 ohms. When lead was removed, a visible discontinuity in the conductors was noted by the physician. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.